Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer was programmed for a single dose, but all cubies popped up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced a mini drawer due to pockets opening incorrectly, traced the issue to the control board, and performed configuration in hardware test application. Pyxis application continued to show incorrect configuration (6 drawers instead of 18). Worked with customer support center (csc) and lead engineers to troubleshoot, including re-imaging, syncing, updating firmware, unloading/reloading drawers, and deleting incorrect configurations. After completing all steps and updates, the station was successfully reconfigured to display 18 mini drawers, resolving the issue. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.